Event description:
It was reported that when using the bd pyxis¿ es server, unable to generate reports in server. User confirmed that he got error message. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: jospeh maxwell cleland atlanta veterans affairs medical center a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to generate reports in the es server. A technical support specialist (tss) restored es report generation and data processing by correcting the invalid care fusion service account password, updating all dependent services and iis application pools, restarted the affected servers, and confirmed full functionality with the customer. The system functioned as intended after the technical support specialist troubleshot the device